Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was n on-malignant pain. It was reported the patient's pain was high, their entire right side of their body goes bluish purple and their toes start curling on the right side due to circulation going from normal to thin which started the beginning of last month. The patient also stated for the last 8 months they had to be readmitted into the ICU to keep them alive every 10-12 days. Patient states their pain was so bad that they wouldn't be eating properly. It was noted the patient had too much potassium and then it would go down to 1.2 which was critically low. The patient didn't take medication and relies solely on the scs and pump. It was noted the event was in (B)(6) 2018.